Manufacturer narrative:
The report of a tcmid06 (ce post failure) error message was unable to be reproduced during functional testing; however, was confirmed through event log review of the thermogard xp ivtm console (sn (B)(4)). The thermogard console is a reusable device and was manufactured on 18 oct 2012 and has exceeded its expected service life of three years. Evaluation of the console revealed no errors during functional testing. The console was subjected to 5 days of burn-in test and the report of tcmid06 error message was unable to be reproduced. Review of the event log retrieved from console revealed multiple tcmid06 error messages. Visual inspection of the console found physical damages that were unrelated to the reported event. Upon replacement of the damaged components, the console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard ivtm console (sn (B)(4)) alarmed with a tcmid06 (ce post failure) error message during start-up self test and not a tcmid09 error message.

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm console (sn (B)(4)) alarmed during start-up self test with a tcmid09 (ce post failure) error. Following this observation, another thermogard ivtm console was used for the patient's therapy. There was no known patient consequence reported. No further information was provided.